Event description:
The advocate stated that the customer's blood glucose was tested at 107 mg/dl using his breeze meter. The customer was incoherent, so paramedics were called. The customer passed out by the time paramedics arrived. Paramedics tested the customer's blood glucose at 32 mg/dl using their meter. The difference between readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The advocate did not provide any more info about the event. The test strips are to be returned for eval. Replacement test strips were sent to the customer.